Manufacturer narrative:
The lens remains implanted, therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 4 weeks post implant the lens vaulted anteriorly. The lens was repositioned using capsular tension ring (ctr). Suture was used to close the wound. Additional information has been requested, but has not been received.